Event description:
It was reported the powered wheelchair joystick will begin to shutdown, reaching the "goodbye" screen but will not power off. The joystick is then frozen at the "goodby screen". As a result, the user was stranded on one occasion.